Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The striking plate on pinnacle cup inserter broke.

Manufacturer narrative:
The device associated with this report was not returned. Previous investigations found this failure was evaluted by metallurgy. The distal fracture surface of the end cap was examined using stereomicroscopy and scanning electron microscopy. The previous impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. Based on the performed investigation, corrective action is not needed at this time. Continue to monitor via post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.